Manufacturer narrative:
Additional information was provided in h6 (medical device problem code). Upon review, it was identified that the codes device interaction or damage by another device, low or blocked pump, and device in wrong position were added based on new information received.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
53 yo woman with bacterial endocarditis s/p avr 2009, poly substance abuse- meth, etoh, htn, hld, depression, had prior corevalve tavr on (B)(6) 2025, vtach arrest 9/23 ; ef 25-30%; post tavr procedure patient decompensated in cvicu, decision for impella cp placement. Impella placed, pump stop upon initiation, then pump restarted, unable to optimize flows, patient thought to be dry and sent to ICU. Complaint related to impella cp interaction with a medtronic corevalve resulting in a pump stop - noted in IFU and prior technical bulletin as a caution and hazard. During pump set up, 14fr introducer kit was opened and prepped prior to contact with the patient. During prep, the dilator was inserted through the introducer, how ever, the tip terminated within the sheath, a second dilator was determined to have the same length. This suggests the necessary long dilator was missing, and as a result, another kit was used. Impella cp was implanted on a patient with a core valve implantation. Pump was intentionally positioned more shallow to avoid interaction with the core valve. However, during the procedure, pump stop occurred immediately at start up, and then was able to be restarted. After moving the patient to the ICU, another pump stop occurred with a high motor current alarm and was unable to be restarted. As a result, the device was removed, and the rep noted that the patient remained stable.